Event description:
Pt underwent implantation of a dual chamber pacemaker on 12/12/1997. Atrial lead was found to be displaced requiring revison. Hematoma in the pacemaker pocket was evacuated. A new generator and atrial lead were placed.